Event description:
Approximately two years and one month post heartware lvad implantation, the site reported that the patient's controller began to alarm (red alert). The patient changed to his backup controller without any reported patient injury. Preliminary review of the log files indicates a controller failed alarm.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Event details indicate the patient experienced an issue with the primary and backup controller. The site exchanged both of the patient's controllers and returned the devices to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the data log between december 11, 2013 and january 13, 2014 showed that all the pump parameters (power, flow and speed) were stable and within operational range. The reported event was confirmed via log file analysis which revealed a "controller fault' alarm and several "vad stopped' alarms from controller (B)(4) log files as well as a "controller fault' alarm, "controller failed' alarm, and several "vad stopped' alarms from controller (B)(4) log files. Further analysis of the log files from (B)(4) revealed that a pump motor control (pmc) reset caused the pump to briefly stop for 12 seconds; the "controller fault' alarm was triggered due to the pump taking more than 10 seconds to restart. The controllers (B)(4) passed visual examination and functional testing with no evidence of conditions that would have showed the malfunction. The pump motor control (pmc) resets confirmed in the log is a behavior indicative of induced electrostatic discharge (esd). The potential esd event and resulting controller faults could not be replicated during testing; the devices performed per specification and could not confirm any defects. The reported controllers were manufactured prior to the implementation of corrective and preventive actions. Analysis of the controller log files, as well as the results of similar investigations indicate that the most likely root cause of the reported event is due to electrostatic discharge (esd) which caused data corruption in the pump motor controller and consequently resulted in the pump stop. Investigations with malfunctions involving esd events have been investigated in a manufacturer internal investigation which resulted in an fsca notification and the addition of an esd shield to the controller. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Heartware distributed a field safety correction notice (fsca apr2013) following two incidents of patient deaths where the electrostatic discharge (esd) was suspected to cause or contribute to data corruption in the pump motor controller (pmc) resulting in a loss of commutation. Heartware has not demonstrated conclusively that esd caused the events in the field; only that symptoms are consistent with an esd challenge replicated in the laboratory. Static electricity is widely present and more so in certain conditions such as in drier environments and in the vicinity of certain materials and fabrics such as silk clothing and carpeting. Discharge of static electricity commonly referred to as electrostatic discharge (esd) may interfere with electronic equipment. The heartware® controller, as a piece of electronic equipment, is susceptible to esd. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00083 and 2015-01478) submitted for devices related to the same event.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.